Event description:
It was reported by the customer that 2 bd relion® insulin syringe had oil type liquid coming out. The following information was provided by the initial reporter: consumer reported that there is an oily type of liquid coming out of the syringes.

Manufacturer narrative:
H6: investigation summary: a complaint lot history check was performed on lot # 2129149 for foreign matter from syringe. This is the 2nd related complaint for foreign matter from syringe on lot # 2129149. Customer returned (10) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 2129149. Customer states that there is an oily type liquid coming out of the syringes. All returned syringes were examined and 8 out of 10 samples exhibited a clear drop of material coming out of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. See attached spectra. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 2129149. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.

Event description:
It was reported by the customer that 2 bd relion® insulin syringe had oil type liquid coming out. The following information was provided by the initial reporter: consumer reported that there is an oily type of liquid coming out of the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2010773. Medical device expiration date: 31-jan-2027. Device manufacture date: (B)(6)2022. Medical device lot #: 2129149. Medical device expiration date: 30-apr-2027. Device manufacture date: (B)(6)2022.